Manufacturer narrative:
Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. The log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion may have been procedure related. Per the IFU cardiac perforation is a known risk during the use of the device.

Event description:
Related manufacture reference: 2184149-2017-00010, 9680001-2017-00040. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. While ablating a roof line in the upper anterior left atrium, there was catheter movement due to strong respiration even though respiration compensation was updated several times. High contact force values were also noted on the ablation catheter without heart wall contact. The catheter was replaced but the impedance was still high. The patient became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient.